Event description:
It was reported that the device was used during a colectomy. It was reported by the rep that upon firing the tx60b the surgeon found the staple lines to not be formed to his satisfaction. There was no consequence to the pt.